Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that blade whip on the device created a larger incision and removed chunks during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that blade whip on the device created a larger incision and removed chunks during the cut test. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the handpiece had reduced cutting performance including blade whip as a result of a relaxed crest to crest spring.